Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and hazy effluent. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with an unknown medication (route, dose, frequency, and duration not reported) for peritonitis. On an unknown month, during hospitalization, dianeal therapy was discontinued and hemodialysis was initiated. The patient recovered from the event in the same month as the onset of peritonitis. No additional information is available.